Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient was unhappy and experiencing blurry vision. A lens exchange was suggested and recommended. Additional information was received reporting the patient had a lens exchange due to blurry vision.

Manufacturer narrative:
Additional information provided in d.4., d.11., h.3., h.4., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multi-focal 23.0 diopter lens model was exchanged for a competitors mono-focal, lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).